Event description:
A customer reported that the cannula appeared kinked when the pod was removed. She reported a bg of 230 mg/dl and 417 mg/dl (time of readings is unk). No add'l info was provided. No product was returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A kinked cannula would likely restrict insulin delivery and may lead to hyperglycemia. However, this conclusion cannot be drawn since a device eval was not performed. Product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod's user guide earns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and to contact a hcp for guidance.